Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had dislodged. This was first evidenced by an observation that there was no capture in any vector. A revision procedure was performed and this lead was surgically abandoned. Although an attempt was made, another lv lead was not implanted. There were no allegations against the lead and there were no additional adverse patient effects reported.